Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was suspected that an inappropriate therapy was delivered in response to possible rapid ventricular response (rvr). It was noted that atrial arrhythmia was in progress at the time the therapy was delivered. The ICD remains in use. No further patient complications have been reported as a result of this event.